Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a moderately tortuous, moderately calcified lesion exhibiting 99% stenosis located in the mid left circumflex artery (lcx). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred and the device would not deflate at the lesion site. It was stated as the pressure was not too great, the device was pulled directly out of the patient. It was also reported that the device failed to pass the lesion due to severe stenosis. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Additional information: the nc sprinter balloon was not moved or repositioned during inflation. It was reported that balloon inflation difficulties occurred. It was stated that the balloon slowly inflated at 8 atm during the first inflation. The balloon did not fully inflate. The balloon took 30s to slowly deflate at the lesion site after the first inflation attempt; 1:1.2 concentration of contrast/saline was used by the physician. There was no damage noted to the balloon, hub or catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a photograph of a nc sprinter shelf carton was reviewed. The device size and lot number corresponds with the information reported. A photograph of nc sprinter balloon and luer was reviewed. The lot number on the luer corresponds with the reported lot number. The balloon folds have been expanded and crystallised contrast is visible in the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : the balloon was inflated on return. Crystallized contrast was visible inside the balloon. The proximal balloon bond was necked. Kinks were evident on the distal shaft. It was not possible to deflate the balloon due to the condition of the proximal balloon bond, therefore it was not possible to perform inflation or deflation testing on the device. There was no other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.